Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/02/2015 device evaluation: the device has been returned and evaluated by product analysis on 05/20/2015 with the following findings: the pump powered on with auditory and vibration, but the display remained blank. The rubber on the keypad was undamaged, but the responsiveness could not be tested. The keypad was removed and there was no contamination or damage found. Unrelated to the original complaint, the pump¿s cover was removed and moisture corrosion was found internally.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter (B)(6).